Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while setting-up the intraocular lens (iol) for implantation, the lens became stuck in the cartridge during the advancement phase. The doctor noticed the iol was not moving as usual. Upon removing the iol, it was observed that the lens was deformed. The doctor suspects that the iol had an initial deformation, which led to it becoming stuck during insertion. No information was provided regarding patient impact. No further information was provided.